Event description:
It was reported that the patient underwent surgery for unknown reason involving a previous non-(B)(6) device (atom). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).